Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not recognizing the cassette while in use. Customer changed the pump but the alarm persisted. No patient injury was reported.

Manufacturer narrative:
Labeled for single use? Should have been designated "yes," in the initial report. (Updated h5) the common device name was incorrect, in the initial report. (Updated d2) changed the report source to user facility. (Updated g3)

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: four photographs and one cassette sample was received at manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of picture one shows a cassette product in used condition, received without the blue clip. Picture two shows the front view of the cassette product without the blue clip and with a burr on the side of the bag. Picture three shows the ay bag neck section from a flow stop cassette model. Picture four shows the top view of a cassette product. One cassette sample was received in after use condition, decontaminated and inside of a plastic bag. Accuracy test on the cassette was performed whereby the sample was connected to a pump to look for unusual function. Results: the cassette sample could be connected without problem and the sample passed testing with average delivery of -2.223 percent. Functional evaluation included the sample was filled with 100ml of water and was connected to a pump to look for unusual function. Results: the sample was fully priming and connected without difficulty, the pump was set, running and no alarms were activated. The customer reported complaint is not confirmed during the investigation. Root cause of the reported problem could not be determined and no action will be taken because the complaint was not confirmed, no fault was found. A CAPA was opened to investigate the failure mode reported which is currently ongoing. No lot number was provided therefore, device history record review could not be performed. The root cause of the issue could not be determined. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.